Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 07/19/2013. The strip lot # d150529-1 was manufactured on 05/29/2015 and was expired in may 2017. Ok biotech received no complaints from same manufacturing batch of strips . Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user was not able to speak, stand up or see and his blood glucose reading at the time of the medical event was 166 mg/dl. Additional blood glucose tests were performed with results ranging from 128 mg/dl - 291 mg/dl. The paramedics were called and performed a blood glucose test with their meter with a result of 35 mg/dl. He was given two liquid sugar packets along with juice and transported to the ER. Upon arrival to the ER the end user was given food and closely monitored. A chest x-ray was performed and after a few hours at the ER he was discharged and instructed to continue monitoring his blood glucose and follow-up with his pcp. No additional details were provided in regards to this medical event.